Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, the patient has not been able to get their recharging belt to stay on. Then, over a year prior to the report, they started noticing they were having a hard time keeping the recharger antenna on while recharging. It was noted the patient had lost 20 pounds. On (B)(6) 2018, the patient could not feel the tingle in their body because the ins had gone dead when they were sleeping. Adhesive discs were ordered for the patient to help with belt and recharger antenna issue. No further complications were reported or anticipated.